Event description:
Reporter indicated that patient's vns device was turned off as it "caused more seizures and choking" in the patient. Pre-vns seizure rate is unknown to manufacturer. No serious injury was reported.

Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6), 2011 the vns patient's mother reported that the vns patient's device was turned off in (B)(6) 2006 because of problems with chocking and difficulty swallowing. The patient's mother also reported that it never really helped the patient's seizures. On (B)(6), 2011 the vns physician reported that he wants to turn the vns patient's device back on. He ordered x-rays and reported that he would be sending them to the manufacturer for review but they have not yet been received by the manufacturer. When additional information is received, it will be reported.

Event description:
Additional information was received on (B)(6) 2012, when the physician reported that the patient had a "leaky battery that went into her chest". He said that the event occurred on (B)(6) 2006 and he turned off her device on (B)(6) 2006. The physician provided clinic notes from (B)(6) 2009, which stated that the patient has still been having 3 different kinds of seizures. The patient's mother stated that she has been getting 6-8 seizures per month (B)(6) months ago and now has had 3 seizures in (B)(6) 2009 and none in (B)(6) 2009. The physician then stated that the patient did have a seizure in the office in front of him. The patient had vns implantation in 2006 and the physician reported that it does not help the patient. The physician further states that the patient feels vns always hurts and made her choke, gasp, and swallow her saliva, etc., and the vns was discontinued, but not removed because of the potential dangers of removal. The patient even saw another vns treating physician but it did not help.

Manufacturer narrative:
Date of event, corrected data: additional information was received which changes the event date.